Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible. The thin plastic strip located above the lcd display is missing. Finally the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display had a crack and the up arrow button was sometimes unresponsive or hard to press. The customer¿s blood glucose was 12.7 mmol/l. Troubleshooting was not performed. The device will not be returned for analysis.